Event description:
Related manufacturer reference number: 2017865- 2022-42277. It was reported that during a device change out, left ventricular lead exhibited very high thresholds and noise on atrial lead was also noted. Both leads were explanted and replace. The patient is in stable condition.

Manufacturer narrative:
A complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures however an internal short was noted between conductor paths due to procedural damage. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.